Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed.

Event description:
The account stated that the ipth reagent has generated elevated results on several patient samples. On one of the patient samples, the initial result was 89.2 pg/ml. The sample was then sent to a reference lab and tested on the immulite and the result was 51.0 pg/ml. The account is sending out all patient samples that are above normal range on the architect and reporting the immulite results. There was no adverse impact to patient management reported.